Event description:
MRI contrast material was injected into an ins 8400 accudrain by radiology. A revision of the product was required. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.